Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was more than 500 mg/dl. The customer stated that, this morning the blood glucose went high to more than 600 mg/dl. The symptoms related to high blood glucose were thirsty and metallic taste in mouth. The high blood glucose was treated with bolus. The drive support cap appears to be normal. The insulin pump will not be returned for analysis.